Event description:
It was reported by the health care professional's office via phone call that the customer has had a pump for about 10 years. Customer has had the current pump for only about 5 years. Customer has made some adjustments to the basal settings. Customer had a bent cannula when he removed the set. Customer put in a new infusion set and everything seems to be okay at this time. Customer's blood glucose was 165 mg/dl at the time of the incident. Customer's current blood glucose was 138 mg/dl. Customer has had a high blood glucose of 459 mg/dl in the past 24 hours. Customer has been treating with the pump. It appears that the time was wrong on the pump by 12 hours. Customer stated that he is going to go over his settings when he sees his health care professional tomorrow. Customer believes that he has the tubing clamp at home and will call back. Customer mentioned that he had low blood glucose, which he attributed to being more active and working. Customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.